Event description:
A customer observed positively biased amon qc results. Biased results of the magnitude observed may result in inappropriate physician action. No pt samples were affected. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: the customer reported that on the day of the event the floor around the analyzer was cleaned with a floor cleaner that contained multiple amine compounds that release ammonia during the chemical stripping process. The customer recalibrated the day after the floor cleaning and qc results were acceptable. The 950 operators manual instructs the operator not to use ammonia based solvents or cleaners on or near the analyzer. The root cause of the event is user error.